Manufacturer narrative:
(B)(4). Physio-control evaluated the device and has verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would intermittently not deliver defibrillation energy during testing. When this occurred their device illuminated its service led and logged a potentially critical event code, which could affect the device's ability to deliver energy. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control replaced the device's main keypad assembly to resolve the reported issue. After proper device operation was observed through functional and performance testing, the device was be returned to the customer for use. Based on the information available, physio-control has determined that it¿s reasonable to conclude that the likely cause of the reported issue was that the shock switch located on the main keypad assembly was out of tolerance due to excessive resistance. When this issue occurs, an event code will be logged in the device's memory following a failure of the device to deliver defibrillation energy.

Event description:
The customer contacted physio-control to report that their device would intermittently not deliver defibrillation energy during testing. When this occurred their device illuminated its service led and logged a potentially critical event code, which could affect the device's ability to deliver energy. There was no patient use associated with the reported event.

Manufacturer narrative:
This product complaint requires a supplemental MDR to document that field action number (B)(4) is relevant to the reported issue.

Event description:
The customer contacted physio-control to report that their device would intermittently not deliver defibrillation energy during testing. When this occurred their device illuminated its service led and logged a potentially critical event code, which could affect the device's ability to deliver energy. There was no patient use associated with the reported event.